Event description:
Following completion of a procedure, the patient experienced a drop in blood pressure that required treatment. The procedure used the bsc(boston scientific) blazer 10mm ablation catheter and the mdt(medtronic) cryoablation balloon for pvi(pulmonary vein isolation) and pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).